Event description:
It was reported that during a trochanteric fixation nail procedure to fix a subtrochanteric femur fracture, the tip of a drill bit reamer broke while reaming over a 3.2mm guide wire in preparation for the lag screw. The procedure was successfully completed using another reamer and a small fragment of the drill bit remained in the patient. No patient harm was reported. No delay in procedure time was reported. (B)(4).

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: orchid unique manufactured the 6mm/10mm stepped drill bit/cannulated/large qc/435mm. The supplier¿s certificate of compliance indicates the parts were manufactured and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet. No material review reports were generated for this lot.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.